Manufacturer narrative:
Customer reported that the valve was properly primed and after it was implanted, the eye was closed and the pressure was zero. Dr. Indicated the eye had to be reopened and to ligate the tube. IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record was reviewed for compliance and no issues were observed. The product was manufactured, tested and released per approved procedures the valve was not explanted and is not available for evaluation for determination of what cause issue reported.

Event description:
After valve was implanted, the eye was closed and the pressure was zero.